Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 24 mg/dl. The customer was treated with crabs. The customer declined troubleshoot for low blood glucose. Also it was reported that customer's blood glucose was 161 mg/dl .the sensor will not be returned.